Manufacturer narrative:
Qn# (B)(4). The sample was not returned; however, the customer provided one image and a video for analysis. The image shows a used, arterial needle alongside an unused arterial needle. The cannula appears to have been dislodged from the hub of the used needle. The video shows the customer inserting and removing the cannula from the hub of the used needle. A device history record review was performed and no relevant findings were identified. The report that the needle cannula separated from the hub on an arterial device was confirmed through examination of the customer supplied photo. The image/video showed a used arterial device with a separated cannula; however, the actual complaint sample was not returned for evaluation. The device history records for the device were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the cannula separation could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that on removal of needle it separated from the hub, leaving the needle sticking out of vessel. The device was removed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that on removal of needle it separated from the hub, leaving the needle sticking out of vessel. The device was removed.